Event description:
A caller reported an error message associated with their continuous glucose monitor. There was no adverse impact to the customer¿s blood glucose level. Customer support provided instructions for resetting the pump, and after the reset, the error message did not reappear. The caller was able to successfully start their sensor session.